Event description:
Customer woke up and noticed when she went to the shower that the tubing was disconnected from the headset. No adverse event reported. Infusion set was discarded.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device not available for return.